Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg.